Manufacturer narrative:
(B)(4). Based on initial triage of the returned device the swg appears to be kinked. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint alleges "that the user couldn't place the advancer tip into the hole in rear of syringe plunger so the swg (spring wire guide) was unable to be inserted into the syringe. Therefore, a new kit was used instead and the procedure was continued without problem. No patient injury was reported. Patient condition reported as "fine".

Event description:
Customer complaint alleges "that the user couldn't place the advancer tip into the hole in rear of syringe plunger so the swg (spring wire guide) was unable to be inserted into the syringe. Therefore, a new kit was used instead and the procedure was continued without problem. No patient injury was reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned various components including an ars syringe, introducer needle, and guide wire assembly for evaluation. Visual examination of the guide wire revealed a slight bend near the distal j-tip. The coils were not offset or unraveled. Visual examination of the ars syringe and introducer needle did not reveal any defects or anomalies. The returned guide wire contained one slight bend 35 mm from the distal end. The length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through the returned ars syringe and introducer needle with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The reported complaint of guide wire and ars resistance could not be confirmed by complaint investigation. The returned guide wire was able to pass through the returned ars syringe and introducer needle with minimal resistance. The guide wire contained one small bend near the distal end. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to the bending of the guide wire. Teleflex will continue to monitor and trend for complaints of this nature.